Event description:
It was reported that while unpacking a device prior to a percutaneous coronary intervention device sterility was questioned. A model-7f mach 1 fr4 guide catheter was selected for use and when the pouch seal was removed, no resistance was encountered, bringing into question whether the pouch had previously been opened. The device did not come in contact with the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue was with the seal at the top of the pouch; however, there was indication the device had been sealed.

Manufacturer narrative:
Describe event or problem updated.device evaluated by MFR: returned product was a mach 1 guide catheter in the original product pouch. The seal on the distal end of the product pouch was open. There was good evidence of heat transfer on the poly and tyvek sides of the pouch with material of the tyvek on the poly. In addition, there was evidence of seal bar marks on both sides of the pouch. The evidence is conclusive that the pouch was sealed at one point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause was considered handling damage.(B)(4).